Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station to-dialysis cubie drawer was failed and not detected on bus. Customer stated that there were no drawer indicator lights on the board. The station was shut down for 5 minutes, and there were still no lights when it was rebooted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 1 was failed and not detected on bus. A field service engineer confirmed that the drawer was failed in hardware test application (hta) mode, and upon closer visual inspection, the rear drawer controller board was identified as failed. Further checks on the drawer board confirmed it was out of tolerance using a multimeter, replaced the defective drawer controller board; however, the drawer remained unresponsive initially. After completing the proper configuration in space configuration mode, performed final testing and confirmed the drawer was functional. The customer successfully recovered and completed inventory for main full-height drawer 1. The system functioned as intended after the field service engineer repaired the device.